Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a physician from (B)(6) of cloudy effluent in a patient coincident with extraneal viaflex, nutrineal pd4 unknown bag and physioneal, unspecified product therapies (lot numbers unknown). On (B)(6) 2010, the patient was in training at the pd unit to be included in a pd program when he presented with just cloudy effluent during the pet test performance. The patient did not require hospitalization. On (B)(6) 2010, the patient was started on a 15 day regime of "vancomicyne" (vancomycin) (dose and frequency not reported, ip), "cephtazydime" (ceftazidime) (dose and frequency not reported, ip) and fluconazol (dose and frequency not reported, ip). On (B)(6) 2010, the effluent was clear and the patient recovered. The root cause of the cloudy effluent was not reported. Extraneal viaflex, nutrineal pd4 unknown bag and physioneal, unspecified product therapies continued. The physician believed that the event of cloudy effluent was mild in severity, and not related to extraneal viaflex, nutrineal pd4 unknown bag and physioneal, unspecified product therapies.